Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aortic aneurysm and a right common iliac artery aneurysm. The thoracic aortic aneurysm was treated using a gore® tag® conformable thoracic stent graft with active control system. The right common iliac artery aneurysm was treated using a single gore® excluder® aaa contralateral leg endoprosthesis. A final intra-operative angiograph reportedly revealed a proximal type I endoleak from the contralateral limb. The procedure was concluded and the endoleak was monitored by the physician. On (B)(6) 2022, a follow-up angiograph revealed the proximal type I endoleak remained. On (B)(6) 2022, a reintervention was performed whereby a trunk-ipsilateral leg endoprosthesis and an additional contralateral limb were implanted to treat the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿ it should be noted that, per IFU, gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms and is comprised of two components: the trunk-ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.